Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, on the third firing, when the reload was attached to the handle and after confirming that the display screen turned green, the device was clamped into the tissue however it did not fire. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.